Event description:
Discordant advia centaur xp hcg, e26 and prog results were obtained on patient samples. The results were released to the physician(s). Upon repeat, on a different analyzer, the corrected results were reported out. There was no report of patient intervention or adverse health consequences due to the discordant hcg, e26 and prog results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause fort the discordant hcg, e26 and prog results was due to an occluded aspirate probe 4. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause fort he disocrdant hcg, e26 and prog results was due to an occluded aspirate probe 4. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause fort he disocrdant hcg, e26 and prog results was due to an occluded aspirate probe 4. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause fort he disocrdant hcg, e26 and prog results was due to an occluded aspirate probe 4. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant advia centaur xp hcg, e26 and prog results were obtained on patient samples. The results were released to the physician(s). Upon repeat, on a different analyzer, the corrected results were reported out. There was no report of patient intervention or adverse health consequences due to the discordant hcg, e26 and prog results.

Event description:
Discordant advia centaur xp hcg, e26 and prog results were obtained on patient samples. The results were released to the physician(s). Upon repeat, on a different analyzer, the corrected results were reported out. There was no report of patient intervention or adverse health consequences due to the discordant hcg, e26 and prog results.

Event description:
Discordant advia centaur xp hcg, e26 and prog results were obtained on patient samples. The results were released to the physician(s). Upon repeat, on a different analyzer, the corrected results were reported out. There was no report of patient intervention or adverse health consequences due to the discordant hcg, e26 and prog results.